Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the evaluation of the reported event. The device was received in a good physical condition. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, could not be downloaded. Investigation on the device found that the rdc connector was shorted and needed to be replaced. The biomed and event history log were unable to be accessed. The rdc connector was replaced to correct the problem.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy pump failed to clear a code. The product problem was observed during testing. The event date is unknown.